Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient had recently undergone generator replacement surgery on (B)(6) 2014. The patient was referred to surgeon. The surgeon ordered x-rays and reported that surgery would be scheduled if the patient agrees after he reviews the x-rays. The physician indicated that the patient has been experiencing an increase in seizures the last two months. The physician believes the increase in seizures is related to the high impedance. The patient underwent lead replacement. The surgeon indicated that the high impedance remained with the new lead and existing generator. The surgeon removed the lead pin and tested the generator which found diagnostics within normal limits. The generator was reconnected to the lead and device diagnostics were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death.

Event description:
An implant card was received for the vns patient¿s lead replacement surgery. Based on the implant card, it is unclear if the high impedance had resolved following lead replacement.

Event description:
Additional information was received on 01/16/2015 when the physician reported that during surgery they had tried to re-insert the lead pin into the generator but this did not resolve the high impedance. No trauma or manipulation of the device occurred which contributed to this high impedance event. The physician suspects a lead fracture caused the high impedance. Diagnostics for the patient are within normal limits now. Good faith attempts were made for product return for product analysis but it has not been received to date.